Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone that the customer had low blood glucose and was hospitalized. The customer stated he was at (B)(6) and blood glucose was 7mg/dl, paramedics were contacted. The paramedics treated customer with IV drip, customer was fine then released. Customer went home from (B)(6) and he was in the driveway; blood glucose went low again. The customer's wife contacted paramedics. This time paramedics transported customer to the hospital. Customer was then discharged later that night. Customer stated the pump over delivered insulin. Customer stated he will contact his health care provider for pump settings. Customer's blood glucose was 200mg/dl.